Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Related product model #: 42415. Related product serial #: no value found. Related product upn #: m001491561. Related product batch/lot: no value found. Related product family: starter. Material number: m001491561. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: no. Bsc product return date: no value found. Location description: no value found. Device/procedure outcome: procedure completed via alternative method,unable to use device - attempted. Patient outcome: f26: no health consequences or impact. Event description: ecn event description: the ep was inserting the rosen wire into farawave and it was stuck in the handle. After spinning and advancing the wire, it went through the catheter lumen. When it's out the distal end of the catheter, the ep noticed that the tip of the wire was broken. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Replaced it with a new wire what is the next course of action? N/a patient present at time of event? Yes, patient complications: no patient complications device acquired from a distributor? No. Event date: 2025-10-2. As reported device codes: 1457: entrapment of device or device component, 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025. Type of procedure: type or procedure: pvi. Country of event: canada. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found.